Event description:
A surgeon reported that during laser-assisted capsulotomy, a perforated corneal arcuate occurred due to the laser not treating where he had placed the capsule. There was no medical intervention and the surgery was completed. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).